Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that about a month prior to the report, the patient had a fall and since the fall, he was getting ¿odd stimulation¿. The stimulation was ¿hurting¿ them after about 10 minutes, but the stimulation was in the correct location. An x-ray was performed but the leads could not be seen and the rep said the lead location was incorrect on the patient¿s ins. Also, the patient reported that he went to the emergency room (ER) to have an MRI for the fall, but the patient programmer (pp) showed head only, so he did not have the MRI. It was noted that the rep would talk to the healthcare professional (hcp) about reprogramming the ins for correct lead location, so the patient could have full body MRI. Impedances were checked and they were between 2000-4000 ohms. In the end, the rep would reprogram for a non-adaptive stimulation (as) group to rule out an as problem and correct the MRI settings. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the odd/painful stimulation was not determined, though patient later went on to say the uncomfortable stimulation would occur before fall as well. The lead locations were noted to be correct, peripheral. The issue has not been resolved and the patient is choosing to keep the ins charged but off. No further complications were reported.